Event description:
It was reported that this recent implanted implantable cardioverter defibrillators (ICD) exhibited oversensing in the atrial channel related to external noises correlated with the implantation of the device or electromagnetic interference (emi), which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Also, a ventricular tachycardia (vt) was reported on external telemetry. Technical services (ts) confirmed that the device is operating correctly as programmed and the report was sent to the healthcare provider (hcp). No adverse patient effects were reported. This ICD remains in service.